Event description:
Customer reported that pump declared alarm 20 during pumping. Customer declined to answer whether blood glucose levels exceeded 500 mg/dl, leaving the impact unknown. Technical support assisted in loading a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support arranged for a pump replacement, and customer was instructed to use mdi as a backup therapy. Customer was also guided on storing the pump and returning it with a pre-paid label.